Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was confirmed that the motion batteries were not holding a charge. Replaced the motion batteries and motion battery charger board. Tested system, ready for use. The charger board has been received by the manufacturer for evaluation, although analysis is not yet complete. The replaced batteries were discarded on-site, so no return is expected. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system motion batteries were not holding a charge. It was reported that the system could drive approximately 20 yards but then stopped moving. The system was manually pushed in to the operating room for use. The system had reportedly been charged overnight. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation of the returned motion battery charger board found that the reported event was related to an electrical issue. The device passed functional output bench test. All led indicators were functional. There was a broken connector (j3) identified. It was not possible to perform system level testing due to the damaged connector. The reported event was confirmed.